Event description:
Rptr states, "insert was not snapping onto baseplate." An alternate insert available was implanted to complete the surgery. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
The examination results suggest that this event is not device related but rather is associated with intra-operative procedures.